Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated therapy started today on patient in an arctic sun device. Noted difference in patient temperature (pt) between foley probe and esophageal probe. Foley 35.5c esophageal 34.8c. Targeted temperature (tt) was 36c, water temperature (wt) was 31.2c, water flow rate (wfr) was 3.4 lm. No shivering, micro shivering or seizure activity. Currently therapy was being run on device off of foley probe. Noted it was a clinical decision which probe to use. Nurse feels esophageal was more accurate and noted patient was cold to the touch. Walked through stop therapy and move esophageal probe to patient temperature (pt) 1 input. Restarted therapy. Advised monitoring for the next 30 to 45 minutes and call back if device does not appear to be responding appropriately that is warming the patient. Discussed utilizing warm blankets or bair huggers if not contraindicated in their protocol. Nurse noted the patient has an esophageal probe (as) and a foley probe (bedside). They were reading greater than 1c apart. Esophageal reads 35.7c. They have not yet verified placement. Foley probe reads 36.5c. Checked event log, alarm 14 (probe out of range), 116 of 117 (patient temperature not changed). Confirmed they triggered the 14 when troubleshooting. Discussed lag time between probes. They should verify placement of the esophageal probe, swap the probes and verify if they read the same, and ultimately use the probe they believe is most accurate to deliver ttm. Per follow up information received via task on 27may2026, spoke with nurse who noted they had reset both the foley and the esophageal probe and they continued to read with the same difference, about 1c apart. They removed the foley probe and also exchanged the cable based off the charge nurse suggestion. The esophageal probe was used to lead therapy, and all was continuing well at this time.